Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that on (B)(6) 2015 the patient had soaked their contact lenses in a hydrogen peroxide solution, and when inserting their lenses felt an intense burning. Unable to open their eye to remove the contact lens the patient attempted to flush their eye with tap water. A day later the patient's eye was swollen and irritated. An emergency flush, saline, and hot & cold compresses were attempted to subdue the pain. The patient was to seek medical treatment.